Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified volume of lactated ringers by gravity. At an unspecified time, the male luer lock adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified antibiotic. It was reported that after the nurse opened the cair clamp on the secondary tubing set, no flow of solution was noted. The tubing sets were replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.